Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called adc to report that in ¿(B)(6) 2020¿, the customer received readings on the adc blood glucose meter that was perceived to be lower than feels. It was further reported that the customer experienced symptoms described as ¿sugar shock and epilepsy¿ and was unable to self-treat. The customer was rushed to the hospital where she was diagnosed with hyperglycemia and hospitalized for 3 days. The customer received unspecified treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.